Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the transmitter had a pairing issue. No additional event or patient information is available. The device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a transmitter failure. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in a 0v. Due to the transmitter having 0v; functional testing and pairing testing were not able to be performed. The data log was reviewed and no errors were observed related to the complaint. The reported event of a pairing failed was not confirmed. A root cause could not be determined.